Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over one hour. Reportedly, there was an obstruction between the pump and transmitter. The obstruction was removed and connection between the transmitter and pump regained. No additional patient or event information was available.